Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, silicone migration., lymphadenopathy, seroma-late.

Event description:
Healthcare professional reported "breast implants which are ruptured, the left extracapsular and left silicon in lymph nodes which is concerning her greatly" and "the implants are allergan biocell textures breast implants which were recalled " " implants are allergan biocell textures breast implants which were recalled¿ and ¿which is concerning her greatly¿ "an effusion has developed around the left implant measuring up to 22 mm in maximal depth¿ ¿ left silicon in lymph nodes¿ ¿ left axillary node measuring up to 19 mm in short axis¿ this is for the left side device. The device remains implanted.